Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with one (B)(4) cartridge reload loaded in the device. The cartridge reload was received fully fired. In addition a proper b-formed staple was returned in a separate bag. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2011. Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the doctor felt a difficulty in grasping the firing trigger at the first firing. However, the firing was completed and the device was released. When a suturing apparatus was inserted into the patient's body and trocar was penetrated through the staple line, some staples came off and the staple line was opened a little. The suturing apparatus was fired carefully to avoid placing burden. When the doughnuts was removed from the trocar to check, the staples fell out from the doughnuts. Another device was used to complete the case. There were no adverse consequences to the patient.